Event description:
It was reported that the implant was replaced because it was shocking the patient at the implantable neurostimulator (ins) site for years, thus he stopped using it. It was noted that the healthcare provider (hcp) office dismissed him because he called multiple times requesting pain medication since the nurse gave him the wrong medication. He also did not get pain medication for the first night after implant surgery on (B)(6). It was later reported that it was unknown if there was a 50% or greater symptom reduction. The cause of the event was not determined. Reprogramming, interrogation and x-rays were performed. There was no loss of therapeutic effect or loss of stimulation. However, the leads fractured and the patient was brought back into surgery for paddle lead revision and a new generator recently.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 399930, lot # j0454338v, implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type lead; product ID neu_unknown, serial # (B)(4), implanted: (B)(6) 2007, product type unknown; product ID 37711, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type extension; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 399930, lot # j0454338v, implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).